Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the large needle driver instrument was broken. A fragment fell inside the patient. The fragment was identified and retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The fragment was retrieved by using another instrument when the fragment was observed on the screen. All fragments were retrieved and confirmed with x-ray. No additional surgical procedure required to remove the fragment. The nurse stated that there was no patient injury. The patient did not return to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the large needle driver instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a detached carbide insert on one grip. The carbide insert was returned, measuring roughly 0.213¿ x 0.081¿ in size. The mating grip surface exhibits partial coverage of brazing material. The grips and other components surrounding the carbide insert do not exhibit damage that would have contributed to the detached insert.